Event description:
It was reported that in the patient's room the physician found the proximal extension line damaged. The catheter was inserted 5 days prior via the internal jugular infusing b-fluid and other through it. The proximal extension line was almost completely cut off in the middle. The catheter was removed and replaced. There was no reported patient death, injuries or complications. The patient outcome is "good". Reference MDR #1036844-2011-00081 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.